Manufacturer narrative:
The actual device was not available; however, a photographs of the sample were provided for evaluation. Visual inspection of the provided photos shows the product after priming. In the first photo, the area of possible leakage is marked with a red square. Despite the marking the reported event cannot be identified on the photo. Photo two shows only the product label with the batch information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming with a polyflux 140h, an external fluid leak was observed. It was further reported the dialysate port was cracked. There was no patient involvement. No additional information is available.